Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm bicor aortic valve was chosen for a procedure. The valve was implanted. After implantation of the valve, the physician closed the incision of heart and they found that the velocity of blood flow during the transesophageal echocardiography (tee) was greater than 3.5 m/s, the location of the blood flow was central in the valve. The valve had a difficulty of opening completely. The physician stopped the blood circulation, opened the heart incision again and explanted the valve and implanted a new 21mm sjm regent heart valve w/ flex cuff. After the implant, the velocity of blood flow was about 2 m/s. The procedure time was extended about 60 minutes but the patient was safe. The procedure was finished successfully without patient consequence and patient remained stable throughout the procedure. The patient was reported stable and in the postoperative period.

Manufacturer narrative:
An event of incomplete coaptation, central regurgitation, and aortic valve insufficiency was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. Functional testing upon device return to abbott was performed. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 3.5%. The cause of the reported incomplete coaptation could not be conclusively determined. The reported aortic valve insufficiency and central regurgitation appears to be a cascading effect of the reported incomplete coaptation. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.